Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient presented to surgeon reporting pocket discomfort and the surgeon was able to express a pus-like substance from the pocket area. It was noted the physician examined the patient in the office setting, and a surgery was planned for (B)(6) for an explant of the stimulator and lead. The issue was not resolved at the time of the report. No further patient complications were reported/anticipated as a result of this event.